Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the rubber piece of the a2101 mayfield ultra base unit has moved and prevented the transitional member from going in the cam rod. There was no known patient involvement or surgery delay.

Event description:
N/a

Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. The device history record (DHR) documentation for lot number (054) showed no abnormalities related to the reported failure. The unit was received with the shock cushion worn from routine use and the adjustment wrench had worn threads. The reported complaint was confirmed as the shock unit had moved forward and was impeding the 6-inch transitional. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward